Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the balloon became stuck on the guide wire and could not be removed. As the balloon was being deflated, it ruptured and was unable to be removed. The balloon catheter was eventually removed and found that the tip was missing from the balloon catheter. An attempt was made to place several guide wires down the artery, unsuccessfully. The pt was transferred to surgery and a coronary by-pass graft (CABG) was performed as ptca could not be performed on this pt. No add'l event or pt info is available.